Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the trocar cracked and tip broke off in the middle of surgery.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: the cannula cracked at the distal end. No pieces were seen missing from the tip. The probable root causes for the reported failure involving this device could be due to 1) excessive force applied by user or 2) contact force on a hard surface/other surgical instrument.

Event description:
It was reported the trocar cracked and tip broke off in the middle of surgery.